Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. As gore was unable to determine which device was involved in this event, the tgm342815 / 30181628 will also be included in this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2025, the patient underwent a thoracoabdominal endovascular procedure to treat an aneurysm from type b dissection (false lumen dilatation) utilizing two gore® tag® conformable thoracic stent graft with active control system. On (B)(6), 2025, the patient was discharged from the hospital. On (B)(6), 2025, unscheduled follow-up visit, it was noted that there was a type 1b endoleak with partial thrombosis and type r or retrograde flow perfused in the false lumen adjacent to the thoracic stent graft but it was patent. Patient was continued to be monitored. On (B)(6), 2026, unscheduled follow-up visit, thoracic stent graft remained patent with no sign of type 1b endoleak, however, it was reported that there was a type iii endoleak between the two thoracic stent grafts with no device migration with mild increased aneurysm sac (size unknown) requiring reintervention. On (B)(6), 2026, patient underwent reintervention procedure with a gore® tag® conformable thoracic stent graft with active control system to realign both stent grafts and resolve the type iii endoleak.